Manufacturer narrative:
Pump monitored for several days. Pump passed the displacement test. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected failed battery test anomalies noted. No unexpected low battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the pump had a low battery notification and changed the battery and kept getting a failed battery test. The customer was advised that the pump needs to be replaced. The customer was advised to revert to back up plan per health care professional¿s recommendation. The insulin pump will be returned for analysis.